Event description:
It was reported that, during surgery, trial shattered inside the patient when being used. No delay was recorded and no backup was available but same device used.

Manufacturer narrative:
A polarcup trial insert, nav 22/61 was reported due to damaged or broken component. It was reported that the incidence occured during surgery. The device, used in treatment, was returned for evaluation. The visual inspection confirms the reported failure mode, the complaint device is fractured and 3 pieces broke off. Review of the production documentation did not find any deviation from standard operating procedure which could explain the reported failure. The complaint history review did not reveal other complaints concerning devices of the reported batch. Based on the conducted investigation, the root cause of the failure could not be determined conclusively. Further investigations have been initiated to better understand the issue. Smith+nephew will continue to monitor for similar issues.